Event description:
The iab was inserted into the pt on 11/7/96. On 11/10/96, the "gas loss leak" alarm sounded from the pump and a small leak was noted. The iab was removed and a second was inserted into the pt. There were no complications reported from this event. The pt went on to expire. (Event complications: none from this event -reported 11/18/96.) (Pt's current status: expired - rpt's 11/18/96.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.